Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that ventilation stopped when the ventilator generated a technical error code indicating expiratory meter error while it was connected to a patient. The ventilator was disconnected immediately from the patient and the patient was manually ventilated and the ventilator was replaced with another one. There was no patient harm. (B)(4).